Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument jaws break apart when firing. The device was not saved by the hospital. There was no consequence to the pt.